Manufacturer narrative:
Patient information unavailable from facility, although requested. Device evaluation: the device was returned and evaluated by a cross functional team on (B)(6) 2020, and it was at that time that this event was determined to be reportable. The team identified damage located distally of the guide wire port. The device appeared to be pinched. The distal marker band also appeared to be flattened by a compressive force and a crack was identified in the device's distal marker band. Under magnification, the team identified and confirmed two breaches (one 1.5cm from the device's distal tip and one just distal of the device's marker band.) Next, the team used a 0.014mm guide wire to examine for patency. Although resistance was noted, the guide wire passed through the lumen, confirming patency. The reported issue of the device not loading onto the guide wire was not confirmed. It could not be determined when the damage to the device occurred.

Event description:
A peripheral vascular intervention commenced and during preparation for use, a spectranetics turbo elite laser atherectomy catheter was found to not load on the guide wire. It was reported that the device never entered the body. The physician used another device and the case was completed successfully with no reported patient harm. The device was returned to the manufacturer and was evaluated on (B)(6) 2020. From the device evaluation findings, it was determined that this is a reportable event due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.